Event description:
It was reported that the patient received inappropriate therapy during supra ventricular tachycardia (svt), that was detected as ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.